Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The customer reported that the ventilator passed all testing. The tse advised the customer to run the unit for a day prior to returning it to patient use.

Event description:
It was reported that a ventilator became inoperable. There was no patient involvement.